Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was leakage of solution flowing down the plunger of the syringe. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that during use of the bd plastipak concentric luer lock syringe there was leakage of solution flowing down the plunger of the syringe. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
One sample unit and one picture sample were received for evaluation by our quality engineer. Upon visual inspection of the samples, the stopper was observed disassembled from the plunger. The mold of the plunger rod was incomplete which caused the stoppers disassembly upon use. A device history record review did not reveal any documented issues during the production of lot number 1803245 that could have contributed to this defect. A failure in the molding process which incorrectly filled the molds was the cause of this defect. Maintenance in the injection machines is periodically done according to procedure. Ten retained samples of the same lot number were obtained for evaluation. Upon visual inspection of the retained samples, no defects in molding were observed. Based on the preventive measures in place and the current inspection plan, this has been identified as an isolated incident with an unlikely recurrence. Based on occurrence it was determined that no corrective action is required at this time. Manufacturing personnel have been made aware of this incident.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was leakage of solution flowing down the plunger of the syringe. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.